Manufacturer narrative:
Additional information. A correlation between the device and the reported driveline infection, sepsis and subarachnoid bleeding events could not be conclusively determined. The device was not returned for evaluation. There were no reports received of any device malfunctions. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 4 years post-implant it was reported that the patient had a driveline infection and later expired. The reported cause of death was sepsis.

Manufacturer narrative:
It is unknown if the pump was explanted after the patient''s expiration. The device is not available for evaluation.no further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
Additional information was received indicating that the first purulent driveline infection was in (B)(6) 2013. The patient developed a fever and was treated with oral antibiotic therapy. In (B)(6) 2013 and (B)(6) 2014 the patient received hospital treatment with IV antibiotic therapy. In (B)(6) 2014 the patient developed a subarachnoid bleed after a clotting ¿lapse¿. In (B)(6) 2014 the patient was treated with wound vac therapy. In (B)(6) 2014 the patient experienced another subarachnoid bleeding event. The patient was also septic and it was reported that because of the sepsis the patient expired from multi organ failure.